Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-69608.

Event description:
Customer reported via phone, she was having issues filling the reservoir. Customer also experienced low blood glucose levels of 14 mg/dl, treated with food and current was 177 mg/dl. Troubleshooting was performed on the insulin pump and customer was advised to do a complete set change. Customer is not returning the reservoir for further analysis.